Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient was implanted on (B)(6) 2015. The patient's device was turned off for heart surgery on (B)(6) 2015. The patient was trying to turn on the device again at home around (B)(6) 2015 and the screen came up with an error reading of power on reset (por) and the hcp picture. The intervention taken to resolve the event was that the hcp turned the device on for the patient. The por had been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.